Event description:
Event description guidant received information that this pacing system was storing vt episodes. The last time this occurred, the ventricular sensitivity was decresed as t-wave oversensing was suspected. Current episodes show apvp(vs). Vp to (vs) approx 70 ms. The device is programmed to 7v at 1 ms in the ventrical. The patient's intrinsic rate is 105-120 bpm. A guidant technical services consultant stated that the clinical observations could be due to loss of capture. The consultant suggested tesing in unipolar configuration.